Event description:
A surgeon reported that after the glaucoma filtration shunt was implanted in the pt's eye, there was a filtration issue during the surgery and the device was removed during the same procedure. The surgeon performed a trabeculectomy and completed the surgery. The pt was discharged from the hosp. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).